Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-oct-2022. H.6. Investigation summary: (B)(4) unused samples and (B)(4) used samples (model #2000e) were returned by the customer. The sets were examined for defects and abnormalities. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10 ml bd syringe to confirm an open fluid path. All (B)(4) unused samples and one used sample had an open fluid path and were able to be flushed. The other used sample did not have an open fluid path and was unable to be flushed. The customer complaint can be verified in this sample. The failed sample was examined under magnification to check for the presence of any excess solvent. However, no excess solvent was observed. A device history record review for model 2000e lot number 22016380 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 01feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd alaris smartsite needle-free valves experienced flow issues, and were clogged. The following information was provided by the initial reporter: when you attach a syringe to the valve, you can't flush. On the first few, when unscrewed, reseated, and screwed tightly the syringe, it worked the second time. Many others, that technique still didn't succeed with flushing. Chose a connector from a different lot and flushed without incidence.

Event description:
It was reported that an unspecified number of bd alaris smartsite needle-free valves experienced flow issues, and were clogged. The following information was provided by the initial reporter: when you attach a syringe to the valve, you can't flush. On the first few, when unscrewed, reseated, and screwed tightly the syringe, it worked the second time. Many others, that technique still didn't succeed with flushing. Chose a connector from a different lot and flushed without incidence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.